Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy surgery, the first power handle was taken out as an alternative device, but when the handle was removed from the charger, the indicator window was broken and displayed on two screens. The first firing was done with the same device, but it stopped moving halfway at the second firing. Another device was used to complete the procedure. There was no patient injury.